Manufacturer narrative:
UDI number: (B)(4). The returned torque limiting handle was evaluated by an outside laboratory. The torque output was found to be above specifications. The cause is likely attributed to component failure. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery, causing the mating driver to fracture. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event. This is event two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00021.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery, causing the mating driver to fracture. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event. This is event two of two for this event.